Event description:
This report is to advise of an event observed during analysis.

Event description:
Additional information notes the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found the returned device with no telemetry or output, due to depleted batter. This anomaly was isolated to the rf module.